Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 900 mg/dl while wearing the pod between 1 and 4 hours. The patient reports being confused and having vision problems. Once at the hospital the patients pod was removed. The patient was treated with insulin via manual shots. The patient was prescribed insulin. The patient was discharged from the hospital after 2-3 days.